Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: complaint status: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: no samples or photos of the reported incident were received to analysis. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. From these information¿s it is not possible confirm the complaint. The manufacturing process are validated with defined acceptance criteria. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the needle 21x1 ll eclipse experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: it was detected one needle 25/08 in pharmacy's storage presenting dirt inside its sealed package.